Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the the lead was attempted but not used due to "accessing" problems. Edit 29 apr 2010: it was reported that during implant attempt, the physician had difficulty accessing and the lead was not used. There were no patient complications reported as a result of this event.